Event description:
We received a report concerning an intraocular lens that explanted from the patient's right eye after the patient experienced unexpected post-operative refraction. The report stated that the physician made an error in calculating the lens power. Another lens was implanted during the same procedure.

Manufacturer narrative:
(B)(4). Manufacturing records were reviewed and show no deviations. Diopter measurement records were verified and shown to be within specifications. The batch has passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed that the optic was cut in half. The condition of the iol is consistent with an iol that has been explanted. No optical deviations on the received optic parts could be found. Diopter verification could not be performed due to the condition of the returned lens. The zmb00 with serial number (B)(4) passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process, therefore no production related cause is expected. The reporter indicated that the surgeon chose the wrong power lens and subsequently explanted the lens (user error). All pertinent information available to the manufacturer has been submitted. Placeholder.